Event description:
It was reported that this device was explained due to advisory or recall and battery voltage remaining, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).